Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. However, no additional information was available at the time of the report. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that the "open/close handle" didn't work on the urine meter chamber. When the handle was in the open position, the urine did not drain into the drainage bag. No patient complications were reported as a result of this event.